Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, visibility/palpability, pain, bulge, malposition.

Event description:
Patient reported right side "changed shape, repositioned, whole breast hurts, and bulges". Patient later reported capsular contracture baker grade unknown. Healthcare professional additionally reported the baker grade of the capsular contracture is IV. Device has been explanted.

Event description:
Patient reported right side "changed shape, repositioned, whole breast hurts, and bulges". Patient later reported capsular contracture baker grade unknown. Healthcare professional additionally reported the baker grade of the capsular contracture is IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: white particles observed in the device. No further actions are required as the device was implanted.